Manufacturer narrative:
The investigation is ongoing. Bibliography: open transcatheter valve implantation for mitral annular calcification: one-year outcomes. Ui hamid, a gregg, p ball, c owens, g manoharan; jtcvs, 2021 - elsevier. The valve will not be returned.

Event description:
As reported, through a single-center study published in a european journal article 'open transcatheter valve implantation for mitral annular calcification: one-year outcomes'. The retrospective analysis of patients was from 2017 to 2020 referred for transcatheter mitral valve implant (tmvi). Demographic characteristics details, surgical strategy, perioperative complications, and hospital stay including 30-day and 1-year mortality were analyzed. The study included use of the edwards sapien 3 transcatheter valve in the mitral position. This complaint is for a 76-year-old female patient who underwent a transcatheter mitral valve implantation of a sapien 3 valve in mitral annular calcification. During the procedure, the patient presented with a paravalvular leak. Consequently, a suturing of the atrial tissue onto the skirt of the transcatheter valve prosthesis was performed. Of note, the patient died 24 months after the procedure due to right heart failure and end-stage renal failure.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The exact implant date is unknown. Per the article, valve was implanted between the years 2017 to 2020. Therefore, IFU and training manual in circulation on (B)(6) 2017 was reviewed for relevant guidance for a sapien 3 implant. The commander delivery system with s3 IFU and device procedural training manual were reviewed for guidance and instructions. It should be noted that the thv was deployed in native mitral position with severe mitral annular calcification (mac) through open surgery (surgical intervention). The sapien 3 (s3) thv was only indicated for valve replacement involving calcific aortic valve stenosis at the time of the implant. Therefore, this was off-label operation. The IFU and training manuals in this section are for tf (transfemoral) procedure in aortic/mitral position and were reviewed for relevant guidance for an s3 implant using a commander ds. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits paravalvular leak was unable to be confirmed as neither applicable imagery nor medical record were provided for evaluation. Due to the valve serial number was not provided, a presence of manufacturing non-conformance (if any) could not be determined. A review of IFU/training materials revealed no deficiencies. Per the article and complaint description, patient underwent a transcatheter mitral valve implantation in mitral annular calcification. During the procedure, patient presented paravalvular leak. As a consequence, a suturing of the atrial tissue onto the skirt of the transcatheter valve prosthesis was performed. It should be noted that the thv was implanted in native mitral position with mitral annular calcification (mac) through open surgical intervention. The sapien 3 (s3) thv is not indicated for thv-in-mac implantation through open surgical intervention; therefore, this was an off-label operation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, the presence of severe mitral annular calcification (mac) could have contributed to pvl due to irregular contact rendered between the thv and target site. Furthermore, it is possible that the mitral annulus was non-circular in shape, which could have caused improper sealing between the circular thv and target site. In this case, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of manufacturer report numbers. This report is 1 of 5 being submitted for this complaint. Reference mfg. Report numbers 2015691-2022-10190, 2015691-2022-10191, 2015691-2022-10193, and 2015691-2022-10194.